Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8590-1, lot# n249721, implanted: (B)(6) 2010, product type: accessory. (B)(4).

Event description:
It was later reported that, since the suture was found to be through the catheter, it was assumed that this caused the leakage of some kind. There was no crystallization in the area and the leak, if any occurred, was undetermined by the physician. A new catheter segment, not the old catheter, had csf return.

Event description:
It was reported that the patient had back surgery ¿awhile back (date unknown)¿ and a suture was found in the catheter. The reporter didn¿t know any details regarding the prior back surgery. The catheter was also found to be migrated out on a x-ray on the event date; the cause for migration was unknown. Patient symptoms included a headache, pain, sweating (diaphoresis), and underdose symptoms specifically a fever, shivering, pain and a swollen area on their back. The location of the symptoms or issue was specified as the catheter track. On (B)(6) 2014, a revision/replacement occurred and a spinal segment was added. It was also reported the old spinal segment was leaking csf (cerebrospinal fluid). In terms of diagnostic testing or troubleshooting performed, the spinal segment was detached and csf back flowed. The product issue was reportedly resolved. Additional actions taken other than the revision and surgical intervention included reprogramming. The patient then, however, presented on (B)(6) 2014 with withdrawal symptoms that had started on (B)(6) 2014. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿ and they were reported as doing better now and receiving effective therapy. The device system was used to deliver dilaudid, bupivacaine and clonidine. It was unclear what was meant by ¿a suture was found in the catheter¿. It was also unclear if the ¿old spinal segment¿ was referring to the 8709sc catheter or the newly implanted 8598a catheter; however, information suggests the issue involved only the 8709sc. Follow-up is being conducted for clarification. If additional information is received, a follow-up report will be sent.